Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 150 mg/dl and 218 mg/dl on (aviva; system 1) and 90 mg/dl and 100 mg/dl on (aviva; system 2). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.